Manufacturer narrative:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged eye irritation, nose irritation, dizziness and headache. There was no report of serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes there was no visible foam degradation. Box d: model number and catalog item identifier has been updated. Box h6 has been updated.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged eye irritation, nose irritation, dizziness and headache. There was no report of serious patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.